Event description:
On october 14th, 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that prior to contacting dario, she received a bg reading of 230 mg/dl from her insulin pump compared to a bg reading of 285 from her dario meter. The user added that she received a 180 mg/dl difference between her dario meter and her insulin pump one week prior. The user reported that she has gone into diabetic ketoacidosis (dka) eight times in the past two years.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that on the 4th of october, 2023, she received a bg reading of 417 mg/dl from her dario meter compared to a bg reading of 340 mg/dl from her non-dario meter due to the above, the user went to the hospital, where they tested her bg level and it was found to be 350 mg/dl. It was determined that the user had dka and was admitted to the ICU for three days. While at the hospital, the user reported that she was treated with short and long acting novolog and humalog, and was instructed to administer them for several weeks, after which she resumed her normal dosage. The user stated that she uses the dario meter to measure her bg every other day, in order to compare the bg readings to her non-dario meter and reported that her dario meter is still reading higher than her non-dario meter since she has come home from the hospital. Dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a bg reading of 234 mg/dl from her dario meter, compared to a bg reading of 198 mg/dl from her non-dario meter. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, she was not available at that moment to troubleshoot with dario's representative. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.